Event description:
Update: (B)(6) 2012 #(B)(6); patient fact sheet was received, which identified part/lot information for sleeve and stem. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient was revised to address severe pain. Update: (B)(6) 2012 litigation papers allege the patient was rendered sick, sore, lame and disabled and was caused to be incapacitated from his usual activities. There was no new information received that would impact the outcome of the investigation. Update: (B)(6) 2012 - medical records indicate circumferential black corrosive findings around the trunnion at the interface with the femoral head.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.